Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: bi71000125, serial/lot #: none. (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the motion battery were replaced. A system checkout was performed and the system was working as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after the first scan message appears an error occurs stating "battery status critical, system shutting down." No patient was present at the time of the event.